Event description:
It was reported there was a staph infection. In (B)(6) 2009, the patient was without stimulation for 6 months due to a staph infection in the pocket site. The entire system was removed for fear the infection would hit the lead. The infection was tracked around the middle of the patient's side. The patient was advised to keep the stimulation off to make sure the infection was completely clear.

Manufacturer narrative:
Product ID 377760, lot# v015438, implanted: 2006 (B)(6), product type lead, product ID 377760, lot# v015438, implanted: 2006 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).

Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) reported that the cause of the event (infection) was unknown as they had no seen the patient since (B)(6) 2009. If additional information is received, a follow-up report will be sent.